Manufacturer narrative:
B3: unknown; no information has been provided to date. H3: device not received by manufacturer. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that device keeps alarming occlusion present when no occlusion present. There was no patient involvement.

Manufacturer narrative:
H3, h6 device evaluation: one device was returned for repair. This device has not been serviced in the past. Event history review found a few downstream occlusion alarms. Primary reported problem, "device keeps alarming occlusion present when no occlusion present.", could not replicated. Measured downstream occlusion (dso) sensor and found to be 21 psi. The probable cause is dso sensor is out of calibration. Calibrated and performed preventive maintenance to resolve the reported error. The device passed all functional tests after the repair. D4 primary UDI corrected.